Event description:
It was reported by the affiliate that the (1) hc145 was used during an adenoidectomy procedure. It was reported that the shaft of the blade became so hot that the pt got burned on the lip when the blade was touched to the pt. The case was completed with another device.